Manufacturer narrative:
One 8.5f agilis steerable introducer sheath was received for evaluation. Functional testing confirmed an air leak in the hemostasis valve. The cap was removed from the hemostasis hub and the hemostasis seals were microscopically inspected. Tearing, resulting in a hole, was noted in the proximal and distal seals. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the patient air embolism, torn seals and subsequent leak remains unknown.

Event description:
Additional information received confirmed that air entered into the patient's body. The patient experienced left leg paralysis and received hyperbaric oxygen therapy.

Event description:
During the atrial fibrillation procedure, it was noted that air was aspirated from the hemostasis valve. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. During the procedure, it was noted that after using the agilis introducer with a non-abbott catheter (libero), st elevation was noted when it was replaced with a flexibility catheter and rf delivery was attempted. It was noted that air was entered from the hemostasis valve when pulling out the flexibility catheter. The introducer was replaced and the procedure was completed with no adverse consequences to the patient. Physical damage to the hemostasis valve was suspected. The patient has sequelae and during wait and see. An inserter was used to insert the catheter when the non-abbott catheter (libero) was placed into the agilis introducer. At that time, there is a possibility that the angle of insertion was oblique.